Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Possible root cause for heart failure are clinical and patient factors including comorbidities are possible contributors to the events. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient was admitted from clinic on (B)(6) 2016 with heart failure symptoms. Sites states patient is compliant with meds, diet and fluid restrictions. It was stated: "of note, this patient was implanted with the outflow anastomosed to the left axillary artery and the site believes they can't as aggressively unload the lv due to this configuration." "The outflow was anastomosed to the axillary due to his h/o mechanical atrial valve and mitral valve." It was stated that the surgeon did not want to go to the descending as it may empty the lv too much and not allow blood to wash the mechanical valves enough. It was said that the patient was started on more aggressive diuresis and remains admitted at this time. It was further stated that the site does not attribute this directly to the vad itself, but more so the outflow anastomosis and lack of options. It was stated that the patient was discharged on (B)(6) 2016 and is doing well at home. No additional information provided.